Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The system functioned as intended and passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Following the uninstall of the old software, there were 5 successful spin transfers. The system now receives transfers from the c-arm with no issue.

Manufacturer narrative:
Other applicable components are: product ID: 9733686, version: (B)(4). Device manufacturing date is unavailable. A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the software was functioning as designed. The exams were not transferred due to various errors (mismatch, directory space issue, invalid exams). It was suggested to perform the spins and try the transfer on the correct software version and if the same problem persists, those logs could be analyzed further. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while calibrating a third party imaging system, the manufacturing representative was having intermittent transfer issues. In total, he had the radiological technologist (rt) take 9 spins during testing and only 5 transferred over, while the other 4 showed they were transferred on the third party system. On the navigation system, the "receiving exam" dialog with the spinning circle just continued to go. When checking if the exams were listed in the appropriate exam folder, even the ones that did transfer were not showing in the list. The manufacturing representative said that he had tried doing this calibration previously, but was using commands from a different version of software. The manufacturing representative realized this and had to get the new software and install it on the system. The manufacturing representative uninstalled the old version of the software including unused shared resources. By that time, the rt had left so the manufacturing representative was unable to acquire any additional spins to try the transfer again. When the manufacturing representative came back to continue troubleshooting, the imaging system was unavailable. He indicated he would come back at a later date. There was no patient involved.